Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information the device was prepped as per IFU with no issues. The device was inspected post removal of the protective sheath with no issues. It was stated that the stent dislodged when it passed through guiding catheter before using the inflation device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a mild tortuosity, moderate calcified lesion exhibiting 100% chronic total occlusion (cto) in the distal circumflex (cx) artery and obtuse marginal (om). There was no significant stenosis in the lm. The lad had mid segment subtotal occlusion. The rca had no significant stenosis. The lcx had a vessel showing 80% lesion with moderate calcification and mid segment ulcerated plaque with subtotal occlusion before large om 1 branch and distal lcx total occlusion with retrograde collaterals from lad and om. There was no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not noted. Excessive force was not used. A non medtronic guiding catheter was used to engage the lmc ostium. A non medtronic wire was used to cross the lad occlusion and was secured distally. Balloon dilation as performed using a non medtronic balloon inflated at 12 atm. The lad was stented using a non medtronic device deployed at 12 atm. Post dilation was performed using a non medtronic nc balloon inflated at 17atm. It was reported that the resolute onyx rx coronary, drug eluting stent dislodged during delivery to the lesion. The dislodged stent was crushed to the lmca wall using a non medtronic 4 x 8mm balloon inflated to 16 atm . The final result of the procedure was successfully with a timi iii flow. The patients alive with no injury.